Event description:
It is reported that the pt had a high flex knee implanted in 2006. Four months later, pt had painful knee, and x-ray showed that the taper plug had become completely disengaged from the morse taper of the stemmed tibia and is sitting at an angle in the tibia canal. Small lucent lines are visible at the undersurface of the tibial component. Device remains implanted.

Manufacturer narrative:
Eval summary: cause for taper plug disengaging from tibial plate could not be determined. Eval: no product or x-rays were returned for eval. Device history records are intact, conforming and indicate MFR to spec.